Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller saw a por message on their programmer. There were no falls or trauma reported to be related. It was reported that the patient had a cardioversion the night before the report, then the patient tried to turn it on and was unable to. No patient symptoms were reported. No further complications were reported.